Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; -cracks on the video connector was noted. There is possibility that the reported event was caused by the cracks. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, scope communication error (b30) occurred and no endoscopic image was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; defect of the electrical contact of the video connector was noted. The reported event was caused by this defect. Traces of water inside the video connector was noted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the defect of the electrical contact of the video connector was caused by the invasion of water from cracks. There is possibility that the cracks on the video connector was caused by external stress due to user handling. If additional information becomes available, this report will be supplemented.